Manufacturer narrative:
Concomitant products: product ID: 399945, lot# v017264, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v108511, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 399945, lot# v017264, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that there was premature battery depletion. This was seen when the patient was in for reprogramming. The battery had reached end of service (eos). One lead was also impeded. Follow-up determined that a loss of stimulation was reported as a patient symptom. The implantable neurostimulator (ins) was going to be replaced on (B)(6) 2015. The lead was not going to be replaced. It was noted that the patient was in continuous mode. Electrodes 0-7 had been found to be greater than 10000 ohms. The patient was not receiving effective therapy. Additional information received reported that the patient was doing well after surgery. Impedances were normal after surgery and the patient was receiving effective stimulation. No further follow-up was required.